Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the right-left/up-down (rl/ud) angulation control knob. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had defective angulation/defective distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material on the grip, forceps channel port, and control section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the right/left knob, water tightness was lost. Due to damage on the upward/downward angulation control knob, water tightness was lost. The air/water cylinder had discoloration. The suction cylinder had discoloration. Switch 3 had a cut. Due to corrosion on the guide plate up/left side unit, the bending angle in the up direction did not meet the standard value. Due to corrosion on the guide plate down/right side unit, the bending angle in the up direction did not meet the standard value. The channel mount unit had corrosion. The screw stopper was replaced for preventive maintenance. The plug unit had a scratch. The label on suction connector was damaged. Due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet the standard value. Due to a scratch on the objective lens, the image had a partially dark area. Due to a cut on the angle wire, the bending section could not be bent in the up direction at all. Due to the breakage of the light guide bundle, illumination was poor. The objective lens had a crack. The light guide lens had a crack. The connecting tube had a scratch. The universal cord had a scratch and a wrinkle. The protector of the universal cord on suction connector side had a cut. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.